Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-12651. It was reported that the patient presented in the hospital. Upon review, the right ventricular lead was dislodged and the right atrial lead exhibited an unspecified issue. The physician explanted the right ventricular and right atrial leads.